Event description:
During ebus procedure, physician attempting to do fine needle aspirate and unable to push needle out of scope during second biopsy, bronchoscope and needle removed from patient, needle sheath noted to be bent and cracked at tip, new same type needle used without further incident. Diagnosis or reason for use: lymph node biopsy.